Event description:
It was reported that the right atrial (ra) lead of this system exhibited both oversensing and under-sensing. The under-sensing resulted in false termination of atrial fibrillation (af) events. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.